Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported to have received a compromised forced sensor alarm during priming. During troubleshooting, the customer states that insulin pump was not dropped or bumped. He was advised to remain disconnected from the pump. The customer states that the drive support cap was normal customer's blood glucose was 129 mg/dl. Advise the customer to discontinue use of the pump. Also, advised the customer that the possible cause of the compromised forced sensor alarm was that it occurred during seating the force sensor and that it did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will not be returning for analysis.